Manufacturer narrative:
Correction: h6 - medical device problem code.

Event description:
Related manufacturer report number: 2017865-2023-17557. It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed high capture threshold, high pacing and high defibrillation impedance exhibited by the right ventricular lead. It was also noted that the right atrial lead was dislocated from the initial position and no capture was observed. High voltage therapies were deactivated via programming. The patient was asymptomatic.

Event description:
Related manufacturer report number: 2017865-2023-17557 it was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed high capture threshold and defibrillation impedance exhibited by the right ventricular lead. It was also noted that the right atrial lead was dislocated from the initial position and no capture was observed. High voltage therapies were deactivated via programming. The patient was asymptomatic.